Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent was implanted in the lad. The lesion was mildly tortuous with 80 % stenosis. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. There is no alleged product issue. The lesion was pre-dilated. The device did pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It is reported that approximately 10 months post implant the stent thrombosed. The patient was treated with ballooning, aspiration and implantation of a resolute onyx stent. Prior to the reported event the patient was compliant with their meds for (B)(6) months then went off this (B)(6) a few days before the event. There is no patient injury.